Event description:
Cmf screws implanted 14 months earlier became partially loosened from compromised bone due to subsequent patient bone edema unrelated to implanted hardware. They were removed.

Manufacturer narrative:
An investigation was performed in the lab and there were no indications of material or manufacturing defects. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at kls se. During the investigation the product lot number identified was reviewed in the device history records. The DHR review showed no discrepancies or anomalies. The investigation results conclude that the root cause is patient related as no device issue was found. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Corrections d3 establishment name (B)(6) g1 contact office establishment name (B)(6) g1 contact office manufacturing site name and address - kls martin se & co. Kg kolbinger strasse 10 muehlheim/donau, deu 78570, deu